Event description:
It was reported that there were high impedances of greater than 10,000 on the lead and with electrodes 4, 5, 6 and 7. The reporter noted that the patient had a fall on the escalator on (B)(6) 2013. It was noted that the patient noticed the stimulation had changed that night or the next day and that she was no longer getting stimulation in the right leg. The reporter noted that symptoms included less than 50% therapy relief in the right leg. It was noted there was impedance testing and the patient was successfully reprogrammed with 2 groups/2 programs with full coverage and adequate relief of painful areas.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v765576, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-45, lot# v765576, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-45, lot# v765576, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-45, lot# v765576, implanted: (B)(6) 2011, product type: lead. (B)(4).